Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, at the first firing next to the stomach anthrophy with black load, the device was unable to fire, when stapling was started with staple and black load, when being fired it was very hard to trigger and there was a loud noise leaving the soft trigger and the same stopped working. A new stapler and reload were used in order to complete the case. No patient injury.